Manufacturer narrative:
Concomitant product: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), implanted: (B)(6) 2010, product type recharger; product ID 37092, lot # 240310001, implanted: (B)(6) 2010, product type accessory; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
It was reported that the patient was unable to adjust the stimulation from their implantable neurostimulator (ins). It was noted that a ¿call your doctor¿ icon was seen on the programmer along with a power-on-reset (por) condition error message which was cleared yesterday by the manufacturer¿s representative. It was also noted that the patient had to remove the aaa batteries in programmer unit when they were not using it otherwise they had to replace the batteries every day due to depletion. The patient stated the issue had been going on for ¿a couple of years¿ and did not remember the programmer being dropped or getting wet. There was no patient harm reported in the event. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.